Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) alleging the patient¿s one touch verio iq meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The reporter does not recall when the alleged inaccuracy started. The reporter did not provide the actual reading(s) obtained with the subject meter. It is not known what medication, if any, the patient takes to manage his diabetes. It is also not known if the patient made any changes to his usual diabetes management regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The reporter stated the patient did not develop any symptoms and did not receive any medical treatment. During troubleshooting, the cca was unable to confirm if the meter was in the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.